Event description:
The manufacturer received information alleging a ventilator failure related to its internal battery. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failure related to its internal battery. There was no harm or injury reported.the device was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. The internal battery was found to be depleted, but charged per device specification when connected to ac power. The manufacturer determined the ventilator operates as designed.